Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received that stated the pump alarmed "check clutch/clutch failure." No patient injury occurred.

Manufacturer narrative:
The reported device was returned for evaluation. Visual inspection found the device to be in good conditional; the right plunger was cracked. A review of the device event history log confirmed that a check clutch/plunger lever alarm had occurred. During functional testing, the reported alarm was able to be replicated. Upon further investigation, it was observed that the lead screw was loose and the carriage nut was not shimmed to the manufacturing specification of 0.002. Manufacturing adjusted the lead screw and carriage nut to factory specification. No evidence was found to suggest an intrinsic manufacturing defect. The device was recalibrated after repair and found to pass all delivery, accuracy, and functional tests. Additional information included in follow-up report: device evaluation completion date (7/27/2016).